Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that reservoir volume empty was found recorded in history. During analysis, the reported issue was not duplicated. Service will replace the downstream occlusion sensor as a preventive measure and recalibrate the upstream sensor. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during pre-test of a smiths medical cadd legacy plus pump, a reservoir volume empty alarm was noted. No patient consequences were reported. No adverse effects were reported.